Event description:
It was reported that the device was implanted and pre-operation programming was successful, however, the physician was unable to interrogate the device post-operatively. The physician stated that it was impossible to get a contact to the implanted device. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit.